Event description:
I had lasik surgery in (B)(6) 2002 at (B)(6), the doctor was dr. (B)(6). I had minor problems with dry eyes the first 6 months. Five years later practically overnight the vision in my left eye got very blurry, close up and on my distant vision. I was diagnosed with keratoconus in that eye, but was told because I had lasik it was referred to as post lasik ectasia.